Manufacturer narrative:
This report summarizes the results of our investigation of all 5942 reported events included in this summary report, submitted per exemption number e2015043. The evaluation result codes events were: 1171 of environmental humidity problem identified, 1057 of deformation problem, 662 of open circuit, 89 of fatigue problem, 99 of hardware timing problem identified, 11 of assembly problem identified, 121 of fracture problem, 106 of electrical problem, 11 of wear problem and 293 of no device problem found. Also, there were 673 of no results code available since no findings available and 1649 of results pending completion of investigation. And, the evaluation conclusion codes events were: 2563 no problem detected, 1213 unintended use error caused or contributed, 1329 cause cannot be traced to device, 768 caused traced to manufacturing, 41 conclusion not yet available, 11 manufacturing deficiency, 3 no failure detected, device operated within specification, 6 operational context caused or contributed to event and 8 device not returned. Asr-2018-3-e2015043.

Event description:
This report summarizes 5441 reported events (2574 initial reports and 2867 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 5 years to 92 years. Patient weight ranged from 19 lbs to 480 lbs. Patient gender was 46.80% male and 53.20% female for these reported events. 2063 events were associated with button error alarm/keypad unresponsive, 461 events were associated with motor error alarm and 50 events were associated with both button error alarm/keypad unresponsive and motor error alarm. The following patient problem codes were reported: 5073 no consequences or impact to patient, 340 hyperglycemia, 29 hypoglycemia, 2 diabetes ketoacidosis, 1 shock, insulin, 1 infection and 1 chills. The following device problem codes were reported: 4500 events were coded with device problem code 1496- device difficult to program or calibrate, 995 events were coded with device problem code 1384 ¿ mechanical problem, 1 event was coded with device displays incorrect message and 1 event was coded with device operates differently than expected. The 2867 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.